Manufacturer narrative:
Date rec'd by MFR: 16jun2019. A gas delivery system was returned for analysis. An investigation was performed, and the defective u1 on the air flow sensor printed circuit board assembly created the air flow accuracy and oxygen accuracy tests to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08jul2019. The service engineer (se) confirmed the oxygen concentration was set at 100%, confirmed the measured value was 93.1%. The se replaced the flow sensor assembly and the phenomenon was improved. Unit was checked overall, cleaned, run in tests and functionally tested.

Event description:
The customer reported oxygen concentration error. There was no patient or user harm reported.